Event description:
According to the reporter: there was a leak at the level of the valve. The customer reports that a piece seemed to be missing. No ill effects to the pt reported.

Manufacturer narrative:
(B)(4).